Manufacturer narrative:
Concomitant: 4598-88 lead, implanted: (B)(6) 2016.

Event description:
It was reported that at a device check, the patient had increased atrial fibrillation, with a significant increase of episodes. The patient's lower rate was increased and the patient will continued to be monitored via follow-up. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.